Manufacturer narrative:
H7.h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case assembly due to intermittent behavior and response from keys being pressed. Unit passed a battery conditioning test and passed battery status check on asm. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/19/2018 to the present date 01/08/2021 and note that this device has been returned for service [insert number of times] which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board [only applies if it is related to service repairs]. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case with keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1120033 for pcu unresponsive keys.

Event description:
The customer reported "battery". No further information provided. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/19/2018 to the present date (B)(6) 2021 and note that this device has been returned for service [insert number of times] which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board [only applies if it is related to service repairs]. Also, there were no production failures indicated on the source device.

Event description:
The customer reported "battery". No further information provided. No patient involvement.